Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 13 states, "postoperative bone fracture and pain."

Event description:
A left elbow revision procedure has been indicated approximately seventeen years post-implantation due to pain and loosening on the humeral side of the elbow. No revision procedure has been reported to date.